Event description:
It was reported that during us on a patient, the "balloon burst". No patient harm or injury. The patient status is reported as "fine". At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). The reported complaint that the "balloon burst" is confirmed. The catheter balloon was found ruptured/torn upon receipt of the sample. The cause of the rupture/torn balloon could not be confidently determined. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the ruptured/torn balloon. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during us on a patient, the "balloon burst". No patient harm or injury. The patient status is reported as "fine". At the time of this report, the customer has not returned our requests for additional information.